Event description:
It was reported at implant, the lead was repositioned several times and the screw mechanism was in question. After extraction tissue and blood was found in the lead tip. It appeared the screw was immobile after several rotations and the tip was bulbing. There was tissue and blood on the helix and after that was removed the screw was fully extended with a single rotation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.